Manufacturer narrative:
The investigation determined that lower than expected vitros vanc non-vitros biorad quality control l3 results were obtained on a vitros 5,1 fs chemistry system. The definitive assignable cause is unknown, however; a transient issue with the vitros vanc reagent pack, an unknown issue with the biorad control, or a pre-analytical sample mix up cannot be ruled out as contributing to the event. It is unknown if an instrument issue that was addressed by service contributed to the lower than expected vanc results as no precision performance testing was processed prior to service.

Event description:
The customer obtained lower than expected vitros vanc non-vitros biorad quality control l3 results on a vitros 5,1 fs chemistry system. Biorad l3 results of <0.5ug/ml (x2) vs. The expected result of 32.0 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer made no allegation that patient sample results were affected, however, the investigation could not conclude that patient results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).;